Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components due to instability and subsequent dislocation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason unknown.